Manufacturer narrative:
Chief medical officer and engineering personnel inspection and testing of the lifeflow device used on the patient indicated the device was functioning correctly and in specification. Patient was sent for hyperbaric therapy and subsequently released without any reported residual health issues. A detailed investigation was conducted by appropriate hospital personnel at (B)(6) and 410 medical. The cause of the presumed air embolism is unknown. According to (B)(6) staff, the nurses using the lifeflow device had recently been trained, used it according to the manufacturer instructions, noted no problems with the infusion and felt that fluid administered via the lifeflow resulted in improvement in the patient's condition. At least 3 other fluid infusion methods were used on this patient, each of which has known risk of causing air embolism. This submission was delayed due to troubles setting up a webtrader account please see esg help desk ticket (B)(4) for details.

Event description:
Patient noted to have moderate amount of air in right atrium, right ventricle, internal mammary region, as well as a mild amount of air along anterior right chest and neck with cta. Lifeflow manual rapid infuser used to infuse fluids along with pressure bag and tubing for rapid infusion of 1 liter of saline, IV pump for infusion of norepinephrine and a CT contrast infuser.